Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was identified between the transfer set and the titanium adapter. The event occurred during an unspecified process step. It was unknown if the titanium adapter was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.